Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, high thresholds were observed on the right atrial (ra) lead by the physician, despite several different placement attempts. The physician also reported that they could not obtain acceptable sensing on the lead. The ra lead was explanted, replaced with a new lead and the procedure was completed. After explant, the ra lead was visually inspected, and no issues were observed. It was noted that patient anatomy and physician technique may have been contributing factors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.